Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 55811015540, 510k # k122433 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient undergoing a removal procedure due to bone fusion. It was reported that the shaft of the screw inserted to the right of l2 was broken. The broken shaft was completely removed using pse1. No fragments were left in the patient. Implant removal was performed as the patient achieved solid bone fusion. There were no patient symptoms/complications as a result of this event. The product was discarded and will not be replaced. Date of initial surgery: (B)(6) 2020 initial surgery details: burst fracture of l1; plf at t12-l2 mdt products used in initial surgery: longitude 5.5/6.0 device status reason : explanted-complete additional information received. The implant was broken during use. The procedure was completed successfully.